Manufacturer narrative:
The device was not returned to olympus for evaluation. A technician appointment was made to evaluate the device. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the on / off switch on the front panel was broken on the evis exera iii video system center and the device could not be switched on. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a defective switch unit. Olympus will continue to monitor field performance for this device.